Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings:during testing, it was observed that the display screen was dim and discolored and the keypad was unresponsive due to a bolus button short. Unrelated to these issues, the bolus button cover was missing therefore the investigation was unable to test the button¿s response from user input. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and an unresponsive keypad. This report is made based on results of investigation completed on (B)(6) 2016.